Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative replaced the irrigation/vent solenoid spacers. Preventive maintenance was performed. The system was then tested and met product specifications. The root cause is unk. (B)(4).

Event description:
A customer reported that at the start of a procedure, no aspiration or irrigation was experienced, and the "phaco was inoperative." The case was canceled. There was no pt harm reported. Additional info has been requested.